Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was manufacturer representative (rep) called on behalf of patient (rep is not with patient) to report patient is having difficulty with recharging. Rep states this began in (B)(6)2023. Rep reports patient will start a normal recharge session, then their controller will shut off and go blank about 10-15 minutes into the session. At that time, the patient is reported to take the li battery out, place it back in, which sometimes resolves the issue and other times does not. Patient also reported to the rep that they will also plug their controller into the wall, take out the li battery and place it back in. Patient is reported to do this process multiple times before getting back to a normal recharge screen. Patient is reported to be able to charge their ins, however they go through this process each night. Rep states patient's controller is fully charged at 80-90%, and the patient is not seeing an led light, indicating the controller is asleep. No codes or error messages have been reported. Rep also states the patient reported they do not see damage to the prongs or port for the recharger, and the li battery sits in the compartment well. The caller was not with the patient. Technical services advised rep to either meet with the patient, bringing spare components, if able, or to have patient call patient services (ps). Rep reports patient has tried calling ps in the past, one call did not answer her question, and other times she did not get through. Rep did not have serial number for the controller or the li battery at the time of this call. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that they do not have the serial number of the controller at this time. Patient (pt) was asked to provide this information upon calling ps. Rep provided patient the reference number to give to patient services specialist (pss). The cause of the difficult charging was not determined. Patient was instructed to reach out to pss in order to troubleshoot with staff over the phone. Rep suggested meeting the patient at their pain management physician. However, patient reports they no longer see a pain management physician as the pain management physician has since retired and does not have plan to return to one at this time. Pt called back and re-reported previously documented events from this case. Pt noted the issues persisted and last week they couldn't recharge the ins battery at all. Patient service specialist (pss) helped the pt inspect the recharger (rtm) cord, rtm plug, and controller port. Pt noted one of the rtm plug pins (maybe two) looked longer than the others. Patient also reported that the controller battery wouldn't increase past 70% since last week when they were on a trip. Pss had the pt plug the controller into the wall outlet, but there was no green blinking light. Pt confirmed the ac adapter had a green light when plugged into the wall outlet. Pss had the pt plug the controller into the ac power supply without the battery pack inserted, but the controller screen didn't turn on. Pt noted there was a faint flash like the controller screen wanted to turn on. Pss helped the pt inspect the controller port, ac cord and li battery pack contacts, but no visible damage was detected. The issue was not resolved. Pt called back and stated they received the replacement ac power supply but the controller is still doing the same thing. Pt stated the controller will only show a very faint light that they can only see in the dark when they plug the controller into the ac power supply or recharger. Pt menti oned if they put aa batteries in the controller it does the same thing.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.